Manufacturer narrative:
(B)(4). Date of initial report: 02/04/2016. Evaluation of the incident antenna found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that they kept getting a high temperature alarm during the ablation procedure. The procedure was completed with another antenna. The patient experienced a pneumothorax during the procedure and a chest tube was placed.